Manufacturer narrative:
The reported event of inappropriate magnet detection was confirmed. Based on the information provided, the cause of the reported issue of magnet detection can not be determined.

Event description:
It was reported that the patient presented remotely via merlin net. Upon review of the transmission, it was noted that the pacemaker having issue with inappropriate magnet response. The programming changes were performed. The patient was in stable condition.